Event description:
Clinical trial. It was reported that following a carotid artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated the 80% stenosed, 6x20mm lesion of the ostium of the left internal carotid artery. Treatment consisted of placement of a filterwire, deployment of a nexstent, and post dilation resulting in 20% residual stenosis. The pt was discharged one day post procedure. The pt returned on day 393 for a study required ultrasound which revealed a 60% target lesion stenosis. Per the core lab ultrasound report there was a 50-79% in-stent restenosis. On day 415, the pt was seen for a follow up visit; however, no action was taken and the investigator assessed the event as not recovered, not resolved and highly probably related to the nexstent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.